Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). Upon receipt at our quality assurance laboratory, the cylinders and pump of this inflatable penile prosthesis (ipp) underwent a thorough analysis. The cylinders were microscopically inspected and tested for leaks. The first cylinder had a hole in the outer tube from sharp instrument damage in the proximal end of the cylinder. No leaks were found in the first cylinder. The second cylinder passed both visual inspection and leakage test. The pump was microscopically inspected and tested for leaks. The pump kink resistant tubing (krt) had a hole from fatigue at the strain relief junction. Contamination (bodily fluid) was also noted in the pump. The pump krt had a leak from fatigue at the strain relief junction. To avoid damaging the test equipment, the pump was not functionally tested. Based on the information available and analysis results, the reason for the fluid leak and the mechanical issue was most likely determined to be the hole/leak from fatigue at the strain relief junction of the pump krt. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that this inflatable penile prosthesis (ipp) stopped working. Upon revision, an empty reservoir was identified; therefore, the ipp was removed and replaced. The medical staff were unable to find the source and location of the fluid loss. No patient complications were reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) stopped working. Upon revision, an empty reservoir was identified; therefore, the ipp was removed and replaced. The medical staff were unable to find the source and location of the fluid loss. No patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4).